Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was placed "unos" status 1a due to hemolysis. The pt reportedly did not have heart failure symptoms or issues with the pump but was noted to have consistently increasing lactate dehydrogenase (ldh) levels. The pt was medically maintained on integrilin for 96 hours and was discharged home. The hospital continues to monitor the pt's ldh level by drawing blood every two weeks.

Manufacturer narrative:
The pt continues on lvad support, reportedly remains asymptomatic and is at home awaiting a heart transplant. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.